Manufacturer narrative:
The information described in this report was collected by (B)(6). (B)(6) data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. The lot number of the gore device was not provided. Therefore, a review of the manufacturing records could not be performed and the UDI number is not available. The causes of the infection and aortic expansion were not provided.

Event description:
It was reported to gore via the vascular quality initiative that on an unknown date in 2014, a patient underwent urgent treatment of a symptomatic acute dissection whereby a conformable gore® tag® thoracic endoprosthesis ((B)(4)/unk) was implanted in zone 4. The device was reportedly delivered and deployed with no issue and successfully covered the primary entry tear in zone 4. There was no report of any bypass procedures being performed during the implant procedure. On an unknown date approximately 30 days post-operatively, imaging identified an occluded left subclavian artery (lsa). It was reported an intervention was performed to treat the lsa occlusion whereby a carotid subclavian bypass was performed using a non-gore device. According to the information provided, no issues with the (B)(4) implanted in zone 4 were identified. On an unknown date approximately 1 year post-operatively, imaging identified aortic enlargement (amount unknown) and infection of the thoracic devices (cause not provided). An additional procedure was performed whereby there was partial or complete removal of the conformable gore® tag® thoracic endoprosthesis and an aorto-left-carotid bypass was performed. However, it was reported the patient expired in the operating room during the procedure. Additional event details are not available.